Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection, deemed not device related is considered an unexpected adverse drug experience. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional(hcp) reported a patient was injected with 4 ml of juvéderm® volux¿ in the jawline and mentions. Ten months later, hcp reported patient experienced edema and erythema on the chin associated with mild pain upon palpation, which had progressively decreased over the hours. Patient told hcp they had a "pimple extracted from the lower edge of the lip" the day before. Patient told hcp they had "generally been feeling unwell, had a rhinorrhea, a sore throat and a fever for about four days". Hcp diagnosed a bacterial infection and prescribed the patient with oral antibiotics. In addition, patient refers to a previous episode a few months ago with similar clinical symptoms that resolved spontaneously. Patient been taking fexofenadine clohydrate180 mg for 10 days. The photographic record shows mild edema with erythema on the edge of the chin, no pustules, no whitish areas, no hematoma or ecchymosis. There is no edema or erythema in other areas of the face. Symptoms are ongoing.